Event description:
It was reported that, during set up for a knee scope when the dii controller was turned on, there was a spark in the back of the unit and smell of smoke. The procedure was carried out without delay, using a back-up device instead. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).